Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high hemoglobin (hgb) and platelet (plt) results on a patient sample. The sample was rerun with similar results and the customer then used an offline times 2 dilution. The results were reported out of the lab. The patient was sent to the hospital where an initial sample and a redrawn sample gave lower hgb and plt results. There was no effect to patient treatment besides the hospitalization of the patient.

Manufacturer narrative:
The sample was collected into a 5ml hemogard tube. Qc was ran before and after the event; results were in range. A field service engineer (fse) was dispatched: the fse found the customer had inadvertently initiated the pre-dilute mode of operation which caused the problem. The fse completed a preventive maintenance (pm) and ordered replacement pneumatics supply. Root cause is that the customer ran a whole blood sample in pre-dilute mode. The instrument performed as designed.